Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, constant failed battery test after battery installation, problem isolated to the pcb1 board. No blank display noted. Unit successfully downloaded to thump. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to failed battery test. Pump trace download analysis confirmed the pump alarmed 30 failed battery test on (B)(6) 2023 between 01:27:57.000 and 09:40:40.000, power loss alarm on (B)(6) 2023 01:38:00.000, low battery alert on (B)(6) 2023 15:36:00.000 and replace battery now alarm on (B)(6) 2023 01:07:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The low battery alert, power loss alarm, replace battery now alarm and failed battery test were triggered due to faulty pcb1 board. No moisture damage noted to the electronic assembly during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. Blank display was not observed during analysis. However constant failed battery test confirmed after battery installation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a blank display. The customer also reported multiple insert new batteries alarms. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.